Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006 the patient underwent the following surgeries: posterior lumbar interbody fusion, l4-l5 with posterior lumbar interbody fusion l5-s1 using interbody cage device at both levels with bmp product, with graft matrix and posterolateral fusion l4-l5-s1, bilaterally with bmp and local autogenous bone graft and bilateral pedicle screw instrumentation; under fluoroscopic guidance with running and evoked emg nerve root monitoring; closure of complex spinal wound to treat the following pre-op diagnosis: degenerative disc disease l4-l5 and l5-s1, status post lumbar surgery previously at level l5-s1. Per operative notes: "bmp product was also used. The bmp sponges were packed into the disc space at l5-s1 forming a confluence of product between the decorticated end plates for the interbody fusion to occur. The cage was selected of the appropriate size and its medullary portion filled with cortical cancellous bone. The cage was implanted forming a snug fit.. On the right side, a large sponge with graft matrix was packed into the lateral gutter forming a confluence of product from the transverse process of l3 to the sacral ala for the posterior lateral fusion to occur...throughout the case prior to implantation of the bmp product, copious irrigation was done several times with bacitracin solution. The surgeon also took care to take care to make sure that there was no bmp product in contact with the neural elements or spinal canal. The patient was transferred back to the hospital bed and taken to the recovery room in stable condition." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.